Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left circumflex artery. A 2.50mmx12mm nc emerge balloon catheter was advanced for post-dilatation. However, on the first inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed a 9mm longitudinal tear between the markerbands. Microscopic examination presented no irregularities in the balloon material and markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the balloon rated burst pressure. Refer to table 2 or the balloon compliance chart.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left circumflex artery. A 2.50mmx12mm nc emerge balloon catheter was advanced for post-dilatation. However, on the first inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.